Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that dried blood/body fluid was noted in the helix housing, and in the rs-lumen. After removing the dried body fluid, the helix mechanism was fully functional. Trilumen insulation abrasion was noted through to the rs- lumen approx. 482-498mm from the terminal pin. Outer insulation only, the inner ptfe is intact and undamaged. The abrasion is located just proximal of the distal spring electrode, which would have been located within the heart while implanted. The morphology of the abrasion is consistent with lead on lead interaction coupled with movement. However, a lookup of device history shows no other known implanted leads, therefore the damage is most likely due to lead on unknown lead (possibly abandoned lead interaction) or lead on heart valve interaction. Device memory shows the rv lead impedance fairly consistent throughout the implant life.

Event description:
It was reported that this patient was hospitalized and a revision procedure was performed, wherein this right ventricular (rv) lead was explanted due to an unknown reason. No additional adverse patient effects were reported. The explanted lead was returned to boston scientific for analysis.

Manufacturer narrative:
The product has been returned to boston scientific. Analysis will be performed and this report would be updated at that time, should further pertinent information be provided.

Event description:
It was reported that this patient was hospitalized and a revision procedure was performed, wherein this right ventricular (rv) lead was explanted due to an unknown reason. No additional adverse patient effects were reported.